Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation (tr) and retracted septal with gap for a triclip procedure. During the procedure, first clip was implanted. Physician turned the actuator knob too many times and was initially unable to deploy the second clip. Delivery catheter handle and actuator knob could not be retracted. Troubleshooting was performed. Second clip was deployed at last. The final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.